Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 2/nov/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.

Event description:
On 2/nov/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) utilizing a liberty select cycler for renal replacement therapy (rrt) expired while hospitalized for complications stemming from an episode of peritonitis. Attempts to obtain additional information (e.g., discharge summary, death certificate, autopsy report, medications records, esrd death notification, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of peritonitis, hospitalization, and subsequent death. The etiology of the patients¿ peritonitis (or complications) could not be determined; therefore, causality could not be established. However, individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. While limited follow-up information precluded a more comprehensive investigation, it should be noted the patient had not utilized his liberty select cycler for approximately 10 days prior to his death. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, despite the reported drain complications, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications.